Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the perioral area with 1 ml of juvéderm® volift® with lidocaine. A month later, the patient had ¿conjunctivitis¿ that lasted 3 weeks. The next month, the patient traveled overseas and ¿got sick with a slight cold.¿ the following month, the patient began noticing ¿nodules¿ in the area. That day, the patient started on with antihistamines. The patient was also treated with augmentin, clarithromycin, and klacid. A thyroid screening and autoimmune profile were performed, but results were not available. Event is ongoing.